Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient completed their 12 sessions on (B)(6) 2016. The patient had an ongoing bladder infection that started a couple of days ago in (B)(6) 2016. The patient saw their health care provider (hcp) on (B)(6) 2016 and was prescribed antibiotics.